Event description:
In may 2004, while wearing the sound processor, the pt reportedly experienced a change in loudness perception followed by no sound preception. Extrenal equipment was exhanged. However, the problem was not resolved. About 9 weeks later the pt reportedly was seen at the center for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning.